Event description:
It was reported that during the superion indirect decompression spacer implant the physician was operating the driver when a portion of the driver that connects to the implant sheared off and broke the implant. The physician attempted a second time with a different driver, but the results were the same. The physician aborted the procedure. The patient was doing well postoperatively. The devices were retained by the facility.

Event description:
It was reported that during the superion indirect decompression spacer implant the physician was operating the driver when a portion of the driver that connects to the implant sheared off and broke the implant. The physician attempted a second time with a different driver, but the results were the same. The physician aborted the procedure. The patient was doing well postoperatively. The devices were retained by the facility. Additional information was received that there were no device fragments from the broken driver left inside the patient during the procedure.

Manufacturer narrative:
A retroactive review of events within the quality system identified this record as requiring remediation, including reporting and submission of a supplemental emdr per applicable criteria. Boston scientific has opened a corrective and preventive action (CAPA 8666) investigation to determine the root cause for why a supplemental emdr was not previously submitted to the FDA in accordance with boston scientific established MDR reporting process and FDA adverse event reporting requirements. Information gained through these investigation efforts will be utilized to determine root cause and implement appropriate preventive action(s), as necessary. Fields h7 and h9 were updated.

Event description:
It was reported that during the superion indirect decompression spacer implant the physician was operating the driver when a portion of the driver that connects to the implant sheared off and broke the implant. The physician attempted a second time with a different driver, but the results were the same. The physician aborted the procedure. The patient was doing well postoperatively. The devices were retained by the facility. Additional information was received that there were no device fragments from the broken driver left inside the patient during the procedure.